Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported a posterior capsule rupture in a patient's right eye during laser assisted cataract surgery. Laser part of surgery was noted to be uneventful. The dock was flat and well centered. During phacoemulsification while surgeon was attempting to remove the first wedge of the nucleus, a chunk of it came forward showing a brownish disk. The surgeon thought that the brownish dick possibly could be a polar cataract. The posterior capsule ruptured and the nucleus sunk into the vitreous. A three piece intraocular lens was implanted into the sulcus over the intact anterior capsule. The patient was referred to a retina specialist for pars plana lensectomy-vitrectomy. It was reported that the retina specialist removed the rest of the cataract.

Manufacturer narrative:
A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).